Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, no drops of insulin were seen out of the end of the tubing. The user's blood glucose level was not impacted. Reportedly, the luer lock connection was not screwed tightly. The user tightened the luer lock and successfully resumed insulin delivery after seeing drips.